Manufacturer narrative:
As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of insulation damage was not confirmed. Visual inspection of the lead found damages to the insulation consistent with procedural damage.

Event description:
During a routine device exchange, insulation damage of the right ventricular (rv) lead was visually confirmed. The rv lead was explanted and replaced. The patient was stable.